Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The 510 k number and pro code for the conquest products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular access interventional therapy(vaivt), the tip and the end of pta balloon allegedly over expanded at third time of inflation. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found frayed fiber material and peeled pebax at both the distal and proximal cones of the balloon. The balloon was inflated, and both cones of the balloon were found to have inflated in an irregular shape. Therefore, the investigation is confirmed for both frayed material, and peeled pebax, as well as for material deformation of the inflated balloon. The frayed fibers and peeled pebax likely contributed to the asymmetric inflation shape. However, the definitive root cause for the fiber and pebax disturbance could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the fiber and pebax issue. Labeling review: the current japan IFU (instructions for use) states: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture]. (B)(4).

Event description:
It was reported that during a vascular access interventional therapy(vaivt), the tip and the end of pta balloon allegedly over expanded at third time of inflation. There was no reported patient injury.